Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection at the cuff. The aus was explanted and later replaced on another date. There were no device issues and no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection at the cuff. The existing aus was previously explanted and now it was being replaced. There were no device issues and no further patient complications.